Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was described as due to ¿bacteria from a chipped tooth¿ (no further detail was provided). One day after onset, the patient was hospitalized for the peritonitis and on the same day, the patient began treatment for the event with cefazolin along with another unspecified antibiotic (doses, frequencies, and routes were not reported). Treatment with cefazolin was ongoing and during the the patient was performing manual pd therapy. At the time of this report, the patient¿s pd effluent was clear, dianeal/extraneal therapies were ongoing, the patient was recovering from the event, and ¿doing much better¿. No additional information is available.